Manufacturer narrative:
Mfg site eval: eval on going.

Event description:
Country of complaint: (B)(6). The needles bend easily during anastomosis of veins/ arteries especially during organ transplantation.